Event description:
Reportedly, 30 minutes after the initiation of ventilation, the pt's spo2 suddenly decreased and the pt breathed spontaneously. The appropriate ventilator alarms were produced. Manual ventilation was employed to increase the pt's spo2. The pt was then transferred to a second ventilator. Note: no permanent pt injury occurred as a result of this event.

Manufacturer narrative:
No device returned for evaluation.